Event description:
It was reported that there was a green particle in the balloon of a small volume intermate. This was noted before patient use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a green particle approximately 0.30 square mm in size floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be dicumyl peroxide material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.